Event description:
Dr (B)(6), surgeon at the hospital, reported to (B)(4), sales rep, that "the handle of the instrument broke during a surgery." There were no adverse consequences for the patient. Another tray was opened to take a replacement instrument.

Manufacturer narrative:
The handle component of the device fractured. Fracture initiated along the inside edge of the handle component near the strike plate and propagated in fatigue. Deformation damage was observed on the strike plate. The damage was in close proximity with the observed longitudinal cracks on the handle. The event was confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. A CAPA was raised to address the cracking/fracture of radel plastic handles. The root cause was determined to be a design issue. A design change was initiated for the modification of the radel handle, internal shaft geometry, and strike plate of the universal impactor/positioner. The returned device was manufactured prior to the implementation of the design change.

Event description:
Dr (B)(6), surgeon at the hospital, reported to (B)(4), sales rep, that "the handle of the instrument broke during a surgery." There were no adverse consequences for the patient. Another tray was opened to take a replacement instrument.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.